Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of angina and restenosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the sds was delivered without pre-dilatation (direct stenting) to treat a lesion in the saphenous vein graft (svg). It should be noted that the IFU states, the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It further mentions that, the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts.

Event description:
It was reported that approximately 31 months post direct stenting of 2 xience v stents in a saphenous vein graft to the right coronary artery (svg-rca), the patient experienced angina. On (B)(6) 2011, per angiography, 20-30% in-stent restenosis was seen. Medical therapy was given. The condition is continuing with no plans at this time for further treatment. There was no additional information provided.